Manufacturer narrative:
Technician found that the head up was not working due to a head up valve was stuck. Replaced head up valve to resolve this issue. Bed located in bedshop.

Event description:
Info received that the head up was not working. No injury reported.